Event description:
Physician was attempting to deliver 1 endeavor resolute drug-eluting stent to a severely calcified lesion with 60-80% stenosis in the lad but the device could not cross. No abnormalities were noted during inspection and preparation of the device prior to use. Another device was used to treat the patient. The patient is ok. Evaluation summary: the hypotube was kinked 37.5cm distal to the strain relief. The distal tip was flared and deformed. A number of struts on the 11th and 12th proximal stent segments were raised and pulled distally. The 13th proximal segment was slightly deformed. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity)

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (deformation); patient¿s condition affected effectiveness of device (lesion morphology) ¿ 60-80% stenosis and severe calcification. Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 60-80% stenosis and severe calcification. Inherent risk of procedure ¿ (deformation). (B)(4).